Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. This issue occurred during service or maintenance (not in a clinical setting). There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: spark occurred, digital visual interface signal ports had burnout and failure of the printed circuit board. Based on the results of the investigation, the cause of the reported malfunction and digital visual interface signal ports had burnout and failure of the printed circuit board was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.